Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2012, 1458q lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) and right ventricular (rv) defibrillation coils of the right ventricular (rv) lead fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.